Manufacturer narrative:
A medtronic representative reported that the system functioned normally after replacing the fuses. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation

Event description:
A site representative reported that during spinal fusion procedure, the fuses of the imaging system were open. It was reported that when the site unplugged the imaging system while powered on and plugged into another outlet, the fuses malfunctioned. The imaging system was removed from the operating room (or). A medtronic representative replaced the fuses on the system and the system was brought into the operating room (or) to complete the procedure. The procedure was completed with the use of navigation. There was a delay of more than 1 hour. No impact on patient outcome.